Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under f001-eu16-273 on the (B)(6) 2016. The reported fault at that time was ¿device switches on automatically¿. The investigation concluded that the device had membrane failure. Hardware and software upgrades were implemented as per h017-014-031-4 and the membrane was replaced. The device retested to production pad final system test (h017-014-104). The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2016. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2016 and performed to specification up to the (B)(6) 2017. On the 6th december, the device failed the weekly auto self-test due to low battery, the user would have been alerted with a flashing red status led and failure chirp. There were no further log entries. The returned pad-pak was inserted into the device. The device failed to power on and no status led was visible. The test pad-pak was inserted into the device. The device illuminated briefly, but then failed to power on. This indicates a fault and upon further investigation it was found that the fuse had blown in the pad-pak. The device was disassembled to investigate. Further investigation found the reported fault was by a failure of a capacitor. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. The device successfully recorded all log entries up to the (B)(6) 2017; therefore it is assumed the capacitor failed after this date as the device would not have been capable of performing any further self-tests. Furthermore, there is no evidence to suggest that a failing capacitor would cause the device to switch on automatically. There was no evidence of the reported fault throughout the history log or during testing at heartsine. This would suggest that the user had returned the device due to the fault of the device not powering on successfully due to the failure of the capacitor. The returned sam 300p is now outside of its warranty period and will be scrapped.